Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. Return of the otw mini trek catheter may have aided in the investigation and determination of cause. It was reported force was used to remove the catheter from the guide wire. It should be noted the instructions for use states: continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. The reported force used to remove the catheter from the guide wire does is likely a result of the reported resistance and does not appear to have contributed to the reported complaint. Without the product to examine, a conclusive cause for the reported difficulties could not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number was not provided. All products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility.

Event description:
It was reported that post inflation, the dilatation balloon was sticking to the guide wire during removal and required force to be able to remove the catheter. The guide wire was used for the rest of the procedure without issue. No patient effects were reported. No additional information was provided.